Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/15/2013 device evaluation:the pump has been returned and evaluated by product analysis on 07/19/2013 with the following findings:a review of the black box history revealed two ¿no cartridge detected¿ warnings on the reported event date. A visual inspection indicated moisture ingress inside the unit on the display screen. A leak test determined that the case seal was leaking. The pump was able to power on to display the ¿verify¿ screen. The pump was found to push 25 units during the first ¿load¿ step attempt; the pump was able to successfully prime with no issues. The force sensor was found to be out of calibration. The pump cover was removed; moisture and corrosion was noted on the pcb, the force sensor pins, and the force sensor pins plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump did not recognize the cartridge and dispensed insulin during the load cartridge step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.